Manufacturer narrative:
Investigation: an unused trima set was returned for investigation. Visual inspection revealed the sample bag sidewall clamp was not properly closed. The clamp was closed at an angle which would not properly occlude the tubing. The set was loaded onto the trima machine in the lab with clamps in their "as found" position. Upon loading of the cassette, a pressure test alarm occurred. Additionally, a small amount of air was found in the sample bag. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the air in sample bag as experienced by the customer. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to address pinch clamp no occluding the sample bag line consistently. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that air was present in the sample bag during the tubing set test and the operator received the alarm 'air removal failure'. Ending the run was the only option. The operator tried to load the set on another machine, but received the same alarm. The procedure was discontinued prior to connecting a donor, therefore patient information is not reasonably known for this event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Updated investigation: an unused trima set was returned to terumo bct for investigation. Visual inspection revealed the sample bag sidewall clamp was not properly closed. The clamp was closed at an angle which would not properly occlude the tubing. The set was loaded onto the trima machine in the lab with clamps in their "as found" position. Upon loading of the cassette, a pressure test alarm occurred. Additionally, a small amount of air was found in the sample bag. The air was expelled as directed by the device and the pressure test was re-run with the clamp correctly closed and the tube set test passed. Correction: customer retraining on correct clamp closure was performed at the customer site. Root cause: specific root cause was related to an inadequately closed clamp, skewed on the tubing enabling a portion of the tubing to allow air to pass.